Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the device malfunctioned during use on a patient on the enve ventilator. The customer reported patient coded then later on expired while connected to the device.